Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose readings with episodes of low glucose after a recent cgm target change while using the ilet system. Symptoms included hypoglycemia. Outcomes included no injury requiring medical intervention and no alarms or hospital care. Investigation included user coaching and scheduling of additional training focused on appropriate hypoglycemia treatment and timing to avoid overtreatment and automated correction interplay. Investigation of this case revealed user management factors, including early treatment of near-low values and use of full meals instead of fast-acting carbohydrates, likely contributed to recurrent lows and variability. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user technique and therapy adjustments as contributing factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.